Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot. No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. The b button responded properly. The displacement, basic occlusion, occlusion, prime, and no delivery tests could not be performed, and no slow battery alarm or weak battery alarm could be verified due to the unresponsive buttons. No hour ramping anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, a cracked reservoir tube lip and cracked reservoir tube.

Event description:
It is reported that the customer had high blood glucose levels of 127 mg/dl. The customer reported receiving a button error alarm from the insulin pump. The customer also reported having difficulty removing and loosening the battery cap on the insulin pump. The customer mentioned that she bought new energizer batteries for the insulin pump and she noticed that the same button error alarm occurred when she went to cancel the basal rates from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to a back-up plan per the health care provider's instruction. No additional information is provided.